Manufacturer narrative:
Pride representative visited with consumer. The consumer's injury occurred during a transfer. The rep made some programming adjustments (lowered speeds). The device is working properly.

Event description:
Consumer alleges while being transferred from power chair, his leg got caught on the bolt near the leg rest. Also, alleges he cannot control the chair.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges while being transferred from powerchair, his leg got caught on the bolt near the legrest. Also, alleges he cannot control the chair.